Event description:
Related manufacturer report number: 2017865-2024-34242 related manufacturer report number: 2017865-2024-34243 related manufacturer report number: 2017865-2024-34247 related manufacturer report number: 2017865-2024-34248 related manufacturer report number: 2017865-2024-34254 it was reported during device upgrade that the right ventricular lead and atrial leads were stuck together, so both were explanted.. A left ventricular lead was positioned but dislodged, as did its two replacements. During positioning attempts the newly implanted atrial lead was dislodged and had to be exchanged. A replacement right ventricular (rv) lead was positioned but dislodged. Attempt to reposition the rv lead was unsuccessful as the helix would not re-extend. The patient was stable.

Manufacturer narrative:
The reported event was explant due to a failure to disconnect from adjacent lead. As received, a partial lead (only connector portion) was returned in one piece. Visual and x-ray examinations of the partial lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.